Manufacturer narrative:
Image review: post-op x-rays for a patient who underwent c5-7 acdf. Patient had a lordotic curvature to the lower cervical spine and the plate does not contour correctly to the bottom level. This probably act as a lever on c6 and contributed to screw back out. Root cause: patient factors and surgical technique. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-op diagnosis as disc herniation. For which patient underwent anterior cervical diskectomy and fusion (acdf) with cervical plate and nuvasive allograft triad at levels c5-c7. On (B)(6) 2016, post-op, screw started backing out around lock screw at c7. The product came in contact with the patient. Screw remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.